Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: over the past 2 days the patient has had extremely low blood glucose (bg) levels. On (B)(6) 2014, bg was 35 mg/dl; patient lost consciousness and was taken to the ER. Patient suspended the pump, and staff monitored her bg. She was released the same day patient feels the pump is delivering too much insulin. Patient has the flu and is going through menopause. Customer support (cs) reviewed settings in pump and history with patient to determine if pump is programmed correctly. No issues were found with the pump. The patient felt the isf and basal settings may be incorrect. Cs advised patient to discontinue pump therapy at time of call and contact health care professional (hcp) to verify correct basal and isf settings in their pump. Cs advised patient to speak to hcp to inquire if setting adjustments need made due to flu and menopause. There is no indication of pump malfunction. This is being reported because a patient experienced hypoglycemia while on pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering within the required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.